Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the post-paced t-wave oversensing (pptwos) and inadequate capture event was sensed by the device.

Event description:
It was reported that post-paced t-wave oversensing (pptwos) and inadequate capture was noted on the device. Abbott technical support was contacted and the device was reprogrammed. Additional pptwos was noted following the programming. Abbott technical support was again contacted and reprogramming of the device was recommended, however, no additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.